Event description:
The reporter contacted animas on (B)(6) 2012 and stated that the up and down arrow keypad buttons had a delayed response to user presses. The reporter noted a tear in the keypad and was unsure whether tactile issue or damage occurred first. The patient reportedly wore the pump in a pocket and cleaned it with a damp rag. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was returned torn over the down arrow. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under the contrast button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.